Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0648, awareness date 18-aug-2015). It refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert), lot number 627433 inserted on (B)(6) 2009. Throughout the past 6 years, the gynecologists at the practice where she was implanted with essure denied that device would cause any problems despite onset of serious symptoms and allergies appearing soon after implantation. The 3-month follow-up hsg showed complete tubal occlusion. Her health declined rapidly from that point forward, finally resulting in a full laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy 6 years later on (B)(6) 2015. Surgical findings were that the essure device was migrating out of the left coil, causing significant adhesions in that locale, the uterus, left ovary, tube and bowel were fused together. She has no other risk factors for adhesions. She denied prior surgeries, no pregnancies or childbirth, no history of endometriosis or chronic gynecological infections and no family history of endometriosis. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was reported that her health declined rapidly after essure insertion and a full laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy were performed 6 years later. Surgical findings were that essure device was migrating out of the left coil (seen as device dislocation). His event is serious due to medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot number 627433, production date: 6/2008, expiration date: 6/2010. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was reported that her health declined rapidly after essure insertion and a full laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy were performed 6 years later. Surgical findings were that essure device was migrating out of the left coil (seen as device dislocation). This event is serious due to medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The analysis concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 03-may-2016 via news article: the consumer reported she decided she wanted a permanent form of birth control and opted for essure. A follow-up x-ray a few months after essure was inserted showed it worked. Two months after the x-ray, her first symptom was gastrointestinal. She had excruciating abdominal pain; she went to the ER because she was in so much pain she could not eat, or sleep. Over the next six years her symptoms increased and she developed migraines and severe allergies to everything from foods to medication and metals. Numerous tests showed no problems. She also experienced abdominal bloating. The consumer had a hysterectomy to remove essure and it showed that the coil was in her tube however it was starting to erode through her fallopian tubes. She also mentioned that tissue fused her uterus, her tubes, her ovary and her bowel all together. After the surgery, the consumer reported her symptoms eased. She woke up from surgery feeling better and ever since that day everything has improved. Follow-up information received on 03-may-2016: patient also experienced insomnia and loss of appetite. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few months later had abdominal pain. She underwent a hysterectomy with bilateral salpingectomy 6 years later. Surgical findings were that essure device was migrating out of the left coil/ starting to erode through her fallopian tubes (interpreted as fallopian tube perforation). She also reported anaphylaxis. These events are serious due to medical importance and listed in the reference safety information for essure, except for anaphylaxis which is unlisted. Abdominal pain may occur after essure insertion. In the present case consumer also had endometriosis and adenomyosis which could be alternative explantions for the pain. However, given the nature of this event and considering the reported perforation, a contributory role of essure cannot be excluded. The exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. Causality between anaphylaxis and essure was considered not assessable due to the limited information provided. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up is not possible due to unavailable reporter contact information.

Manufacturer narrative:
Follow- up information received on 01-nov-2015. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-2064). Consumer stated she was (B)(6) at time of essure insertion. Her medical history included: nulliparous and condom as contraception. She denied: existing allergies prior to essure, family history of endometriosis or pcos, endometriosis or uterine abnormalities noted on operative report for essure, history of stis or pelvic inflammatory disease (was screened for these at consult), history of abnormal paps, family history of autoimmune illnesses and prior surgeries of any kind. She stated that endometriosis and adenomyosis were found during hysterectomy. She also experienced rashes, anaphylaxis; allergy to nickel and gold, to foods and medications; all showed up after 3 years she got essure. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was reported that her health declined rapidly after essure insertion and a full laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy were performed 6 years later. Surgical findings were that essure device was migrating out of the left coil (seen as device dislocation). This event is serious due to medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, the serious event anaphylaxis (whose causality with essure was considered as not assessable due to the limited information provided) and non-serious events were reported. The technical assessment conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The analysis concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.